Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found the image issue was due to the faulty patient board set. The rest of the other functions tested okay. In addition, there were corroded video connector unit contact pins and outdated software version 3.01 upgrade to version 4.1 was needed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported when you plug in the pigtails, there are white vertical lines and dots depending on light exposure on the display on (B)(6) 2023. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: no image and terminal corrosion of the video connector socket.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set and corroded video connector unit contact pins could not be identified. However, the cause of the faulty patient board set might have been related to the subject device being manufactured, prior to the design change of the operational amplifier of the dr board (printed circuit board). It was confirmed, that the design change of the operational amplifier of the dr board was implemented on april 16, 2018. Olympus will continue to monitor field performance for this device.